Event description:
As reported by the user facility: hosp was using taxol with IV set and the taxol was leaking from the closed air vent. Additional info provided by the facility indicated that the product was new to them, and the clinician was not familiar with the new product. The drug erbitux was being administered at the time, not taxol as was previously reported. No one suffered any adverse sequela associated with the incident. The facility has switched to another b. Braun product at this time.

Manufacturer narrative:
The actual device in the reported incident was discarded and was not returned to the MFR to be evaluated. However, one unused rep sample was returned for the reported lot. The red cap on the air inlet filter was in the open position. The rep sample was physically pressure tested for leaks and found acceptable. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. There are no other reports of this nature against this part. The sample was sent to codan us inc., the MFR of the spike assembly on the reported set for further evaluation.